Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3168, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient's lead had migrated causing uncomfortable stimulation. Surgical intervention was undertaken on 28 november 2022, where the lead was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.